Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the patient sometimes did not get the loss of prime warning in the prime/rewind menu and saw that only the prime and fill cannula boxes were not shaded in. It was also reported that the pump was not priming the tubing during the load cartridge step. Here was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2019 with the following findings: during investigation, the complaint regarding prime box uncheck without pump giving a loss of prime warning could not be verified or duplicated. The black box shows evidence of loss of prime warnings investigation reproduced a loss of prime warning by removing cartridge during basal delivery . Pump alarmed prime warning with audible an screen message. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.